Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient experienced burn marks and ruptured superficial blood vessels in her inner thighs one day after having a thermage procedure done in that same area. Reportedly, the patient applied steroid cream on the burn marks, which have resolved. However, the small ruptured blood vessels have not yet resolved, despite vascular laser therapy having been performed on the patient. The highest treatment level used during the procedure is 2.5. Additional information has been requested but has not been received.

Manufacturer narrative:
The treatment tip was not returned to the manufacturer for evaluation. A device history record (DHR) review was not performed, since no device serial/lot number was available. No causal factors can be determined for the patent's small ruptured blood vessels. Based on the current information, the exact root cause of the event could not be determined. Burns, blisters, scabbing, and scarring are possible adverse patient reactions of a thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device.

Event description:
Additional information indicates that the ruptured blood vessels are resolving, but traces of red still remain in the patient's inner thigh area. No additional treatment was provided to the affected area besides the vascular laser therapy.